Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the ultrasound module was down before surgery. There was no patient involved.